Event description:
The reporter stated the technician noted that the leading haptic of the lens was found to be bent when removed from the lens tray. The technician attempted to load the lens but the lens would not load properly. The reporter stated they decided not to use the lens and there was no pt contact. The reporter stated the lens was received with a bent haptic and was defective.

Manufacturer narrative:
Eval: results - a lens work order search was performed and no similar complaint was found. #416160.